Event description:
It was reported that the pump and catheter were explanted in 2003 shortly after implant, due to infection. Additional info has been requested, but was not available as of date of this report.

Manufacturer narrative:
(B)(4)